Event description:
The attorney initially alleged unspecified pt injury and defective mesh. The following is based on medical records provided by the pt's attorney: on (B)(6) 2001 - pt underwent repair of "huge" incarcerated hernia with a bard flat mesh. On (B)(6) 2002 - pt underwent repair of recurrent incarcerated hernia with composix mesh. On (B)(6) 2005 - pt underwent repair of recurrent incarcerated ventral incisional hernia with composix kugel. The "old marlex" mesh was "crumpled" under the midline fascial edge and was totally removed. On (B)(6) 2010 - pt underwent repair of recurrent incarcerated incisional hernia with non-bard mesh and explant of the composix kugel mesh.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified additional meshes. The pt is morbidly obese and has a history of multiple recurrent incisional hernias. The operative report from the explant of the composix kugel states that the mesh was well incorporated, seemed to be intact and no defects in the mesh were noted. The info provided indicates that the pt was treated for recurrence, which is a known adverse event listed in the IFU. A manufacturing review was performed and no evidence of a manufacturing related cause for the reported event was found. Additionally, no sample was returned for evaluation. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. See MDR 1213643-2011-00736 for info related to the bard flat mesh implanted on (B)(6) 2001. See MDR 1213643-2011-00737 for info related to the composix mesh implanted on (B)(6) 2002.